Manufacturer narrative:
The reagent lot number is 78239101 with an expiration date of 31-oct-2025. The field service engineer (fse) inspected the module and determined a bent sipper probe had caused the event. He replaced this part, performed liquid flow cleaning (lfc), and decontaminated the reagent probe. He verified the module's performance by successful mechanical checks, patient correlation tests, precision checks, and qcs. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ca 19-9 results from four patient samples tested on the cobas 6000 e601 module. The reporter was able to provide two examples of discrepant results: sample 1 the initial result from the module was 56.09 u/ml. The first repeat result from the other e601 module was .942 u/ml. The second repeat result from the other e601 module was <.6 u/ml. Sample 2 the initial result from the module was 53.55 u/ml. The first repeat result from the other e601 module was 15.92 u/ml this repeat result was deemed correct. The second repeat result from the other e601 module was 14.34 u/ml. The qcs failed twice prompting the reporter to perform a patient comparison test.